Event description:
Received info stating customer received multiple occlusion alarms. Customer's blood glucose level was in the 300s. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.